Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 device had ruptured during filling. The device was being filled with normal saline when the ruptured occurred. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. The root cause of this issue cannot be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.